Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not running. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair tech (srt) performed a functional test on the sternal saw and observed the saw motor was not operating with the service foot switch. The srt performed internal inspection and observed the motor mount on the motor assembly was broken at the front cover. The srt replaced the motor assembly and front cover, then performed verification/release testing of the sternal saw motor. The unit generated to MFR specs and was returned to clinical use. No add'l action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was found this way by the user facility's biomedical engineer (biomed).